Manufacturer narrative:
The customer did not supply any sample collection or sample handling information for this event. Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse discovered that the lower plastic nut on the precision pump was loose. This was allowing air into the system which was causing the analyzer not to properly aspirate samples or reagents. The fse tightened the nut and then performed assay quality control (qc) and a routine system check. All testing passed within the laboratory's established ranges and the instrument's specifications. The precision pump hardware caused this event.

Event description:
A customer contacted beckman coulter (bec) to report that on (B)(6) 2013 they obtained thirteen (13) no value ind (indeterminate) flagged patient results for multiple assays: (troponin (accutni) accutni, creatine kinase-mb (ck-mb), myoglobin, and brain natriuretic peptide (bnp)) on the unicel dxc 600i synchron access® clinical immunoassay system. The customer did reanalyze samples back to the last known good quality control (qc) and did not find any discrepant results. The customer did not supply any results obtained from reanalyzing these 13 patient samples. The results were not reported out of the laboratory; therefore there was no change to or impact to patient treatment in conjunction with this event. Assay qc was performing within the laboratory's established ranges prior to the event. The customer performed assay qc again following the event. All qc values failed with multiple failure modes (i.e. Qc out of range high, qc out of range low and ind flagged qc results). The customer also performed a routine system check after the event which failed due to multiple parameters being out of specifications.